Event description:
Consultant reported during a procedure the surgeon was using the hook/screw holder and was persuading the rod to the side opening screw and the tip of the hook broke off in the screw head. Surgeon removed the screw, selected another screw and completed the procedure. The collar with grooves was also damaged. This is 1 of 1 reports for this event, complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR additional narrative: the product development evaluation revealed no further investigation was possible as the device was discarded by the customer. Reported a product design evaluation was also conducted. This review focused on the interaction of the collar, and nut with the mating instruments and their interaction with the side opening implants. A comprehensive review of the design was conducted by an independent industry expert. This review determined that the uss collar could be improved with changes to the way the drawing was specified and tolerances applied. These changes helped to make the part more tightly controlled; while keeping the collar fully within the design envelope. This refined process on new production equipment will mitigate the product design as a root cause for failure. Mechanical testing ((B)(4)) has shown that this collar is susceptible to fracture within the rod slot at the root of the grooves. Each groove acts as a stress riser within the part and is a likely place from which a crack will propagate. To mitigate this as a potential root cause for failure, the 498.010 uss collar (without grooves) will be re-released to the u.s. Market. Testing has shown that this collar will not crack under high torsional loads. Given the importance of this series of complaints, spine product development initiated a field action process with the express purpose of evaluating whether or not a specific field action would be required. This process involves all aspects of the business from corporate quality, complaint handling, regulatory affairs, product development, material development, manufacturing and executive management. After a thorough review of all available data on open complaints it has been recommended that no formal field action is required at this time. The overall analysis of our investigation has indicated that no root cause can be found for the reported complaints. Several process improvements have been identified and implemented and future complaints will be evaluated as they occur. At this time, all current, open complaints will be closed and deemed indeterminate, however should new data be presented in the future we will react promptly and appropriately to address each case. Additional common device names: cdc. New information was received the product development evaluation on (B)(6) 2012 and the product development event evaluation on (B)(4) 2012. Placeholder.

Event description:
A 10 minute delay was reported for this event.